Manufacturer narrative:
G4: 31mar2020. B4: 31mar2020. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse stated the issue could not be duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported low tidal volume. There was no patient involvement.